Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 43.1cm was returned for analysis. External insulation abrasion was noted at 18.2-18.5cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 32.2-32.4cm, 39.0-39.1cm, 39.4-39.5cm, and 40.2-40.3cm from the connector pin. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.